Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the rubber sleeve of one (1) device has protruded through the cap. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the rubber sleeve of one (1) device has protruded through the cap. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-apr-2025. Investigation summary: bd received one sample for investigation. The customer sample was not returned to the manufacturing site, but 5 photos were added to the complaint. The photos depict a device with a rubber sleeve protruding from between the shields. Additionally, 10 retained samples were visually inspected, and all samples passed testing as there were no sleeves protruding from the shield. Furthermore, these 10 retained samples underwent functional tests using 30 tubes per needle to assess the functionality of the device, and all samples passed testing exhibiting no signs of side pierced sleeves, poor sleeve recovery, or sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective product component. This complaint has not been confirmed for the indicated failure mode: sleeve side piercing/recovery. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.